Event description:
The catheter was inserted on (B) (6) 2009 without difficulty. On (B) (6) 2009, the catheter was found broken.

Manufacturer narrative:
Additional information has been requested, however, the hospital did not have any other information regarding this incident. The sample was received on 03/23/2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4).